Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. .

Event description:
The customer reported an unspecified high reading issue with the adc freestyle libre sensor, as compared to a competitor meter. The customer reported that after self-treating with bolus insulin (dose unknown), he subsequently became incoherent. The customer had his insulin pump paused, and was treated with orange juice and biscuits by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an unspecified high reading issue with the adc freestyle libre sensor, as compared to a competitor meter. The customer reported that after self-treating with bolus insulin (dose unknown), he subsequently became incoherent. The customer had his insulin pump paused, and was treated with orange juice and biscuits by a third-party. There was no report of death or permanent injury associated with this event.